Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, a schematic diagram and two retention samples were evaluated. The returned schematic diagram was reviewed, and it showed the location of the reported leak. The two retention samples underwent visual inspection with the naked eye and both units were conforming. The two retention samples were submitted to an air passage testing and no blockages were found. A functional test was performed where the sets were load into an infusion pump and during the priming no leaks or defects were detected. The functional test was performed at a flow rate of 100 ml/hr with a volume of 20 ml for 12 minutes, and the flow of liquid was observed throughout the set with no issues. After the infusion was completed, the weight of the measuring cylinder with the volume of the solution delivered was measured and the reading was within the acceptance criteria. The two retention samples were submitted to an underwater leak test and no leaks were identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set was leaking from an unspecified location. Upon initiating an administration of amiodarone, it was observed that the device ruptured which resulted in a signification amount of medication leakage. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.